Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock due to non-physiologic oversensing. It was also reported that the patient was taken to the operating room, and it was noted that the right ventricular pace/sense lead might not have been fully inserted. The lead remains in use. No further patient complications have been reported as a result of this event.